Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2021-01243. Additional information received revealed the patient underwent surgical intervention. During the procedure, one of the patient's leads was found to be fractured. The fractured lead was also found to have migrated. In turn, the doctor decided to leave the fractured/migrated lead implanted, explant/replace the patient's other lead, and implant two new leads to provide adequate therapy. Note: both of the patient's leads are being reported as explanted because it unknown which lead was explanted and which lead remains implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2021-01243. It was reported the patient began to receive ineffective therapy following a fall. An impedance check was later performed and revealed high impedance. Reprogramming was tried but was unable to restore effective therapy. As a result, the patient plans to undergo surgical intervention.